Event description:
Dr. Indicates in the procedure report that following an attempted stent deployment, he noted that when the catheter was removed, the stent was no longer on the balloon. He states that angiography demonstrated that the stent was not deployed and was sitting in the proximal circumflex. This was managed by crushing the stent to the side and stenting over it. The report also states that ivus (intravascular ultrasound) evaluation of the left main/left circumflex demonstrates good stent apposition without any dissection.

Event description:
Dr. Indicates in the procedure report that following an attempted stent deployment, he noted that when the catheter was removed, the stent was no longer on the balloon. He states that angiography demonstrated that the stent was not deployed and was sitting in the proximal circumflex. This was managed by crushing the stent to the side and stenting over it. The report also states that ivus (intravascular ultrasound) evaluation of the left main/left circumflex demonstrates good stent apposition without any dissection.